Manufacturer narrative:
B5: describe event or problem - updated d3: manufacturer name, manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code, and MFR country - updated d4: model number, catalog number, unique identifier (UDI) - updated. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
During an atrial fibrillation ablation procedure, a versacross connect dilator was selected for use. During the procedure, the physician experienced difficulty performing the transseptal puncture, including challenges advancing the pigtail wire into the superior vena cava and reengaging the interatrial septum multiple times. The physician also reported difficulty positioning the versacross connect dilator on the septum and obtaining clear intracardiac echocardiography (ice) images. As a result, the septal crossing occurred more posteriorly than recommended. Immediately following the transseptal puncture, a small pericardial effusion was identified on ice. The effusion was measured and monitored closely. The effusion was first observed prior to ablation. The physician proceeded with pre-mapping and completed the planned ablation using the farawave catheter, while continuously monitoring the effusion. During the ablation, the effusion was noted to slowly increase in size. Upon completion of ablation, a transthoracic echocardiogram (tte) was performed, which confirmed progression of the pericardial effusion. A pericardiocentesis was subsequently performed to drain blood from the pericardial space. The patient remained hemodynamically stable throughout the procedure and intervention. The reported patient complications included perforation, pericardial effusion, and cardiac tamponade. The precise location of the perforation was not confirmed, and no imaging evidence identified a definitive perforation site. No resistance was felt while maneuvering catheters. The physician believes that the perforation likely occurred prior to or during the transseptal puncture, rather than during the ablation itself. No additional surgical intervention was required following pericardiocentesis. The patient was admitted to the hospital beyond standard post-procedural care; however, the discharge status was not provided. The patient is expected to fully recover. It was further reported that the rf wire remained unexposed during positioning. The exact cause of the ice visualization difficulty is unknown, though it was likely related to the patient's anatomy. The physician had limited ability to obtain a clear view of the left atrium. The patient fully recovered and was discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
During an atrial fibrillation ablation procedure, a versacross connect dilator was selected for use. During the procedure, the physician experienced difficulty performing the transseptal puncture, including challenges advancing the pigtail wire into the superior vena cava and reengaging the interatrial septum multiple times. The physician also reported difficulty positioning the versacross connect dilator on the septum and obtaining clear intracardiac echocardiography (ice) images. As a result, the septal crossing occurred more posteriorly than recommended. Immediately following the transseptal puncture, a small pericardial effusion was identified on ice. The effusion was measured and monitored closely. The effusion was first observed prior to ablation. The physician proceeded with pre-mapping and completed the planned ablation using the farawave catheter, while continuously monitoring the effusion. During the ablation, the effusion was noted to slowly increase in size. Upon completion of ablation, a transthoracic echocardiogram (tte) was performed, which confirmed progression of the pericardial effusion. A pericardiocentesis was subsequently performed to drain blood from the pericardial space. The patient remained hemodynamically stable throughout the procedure and intervention. The reported patient complications included perforation, pericardial effusion, and cardiac tamponade. The precise location of the perforation was not confirmed, and no imaging evidence identified a definitive perforation site. No resistance was felt while maneuvering catheters. The physician believes that the perforation likely occurred prior to or during the transseptal puncture, rather than during the ablation itself. No additional surgical intervention was required following pericardiocentesis. The patient was admitted to the hospital beyond standard post-procedural care; however, the discharge status was not provided. The patient is expected to fully recover.